Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (7.5 mg/ml at 4.5 mg/day) and morphine (10 mg/ml at 6 mg/day) via an implanted pump. The indication for pump use was malignant pain. It was reported that they were attempting to do a dye study today ((B)(6) 2018) because the patient was not getting much pain relief for their malignant pain. When they attempted to find the port to do the cap (catheter access port) aspiration, they couldn¿t find the port which prompted an ap (anterior and posterior) view of the pump to be taken. The ap image confirmed the pump was flipped based on the pump anatomy. It was later reported that the patient was taken to surgery on (B)(6) 2018 to flip the pump as it was upside down. Upon exposure, it was evident that the pump had flipped many times resulting in a very twisted catheter. The catheter was not patent, so the pump segment of the catheter was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.